Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as ¿the needle only retracted halfway.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: lot analysis review of DHR revealed all required challenge samples and set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. Review disclosed there were two non-related qns initiated and there were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. No significant discoveries were found. Observations and testing: although a sample was not returned a photo was provided for evaluation of this incident. The photo revealed a used iag unit which consisted of the needle/hub assembly partially retracted within the safety shield (barrel) with the activation button completely depressed. There were traces of media present on the unit. Visual: the photo did not reveal sufficient evidence to identify any type of specific damage to the unit that would hinder a full/successful retraction. Further observations for damage (i.e. Scuff markings, stress markings, damaged barrel, damaged grip, etc.) Could not be conducted without the actual sample. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect of needle retraction failure as seen in the photo; therefore this incident is indeterminate. Investigation samples(s) meet manufacturing specifications: no, although evaluation of the photo provided for this incident did not reveal sufficient evidence to identify any damage that would hinder a successful retraction, retraction failure was revealed. Conclusions: confirmation of the defect of needle retraction failure, as stated in the pir, was conclusive based on the observation of the photo provided for this incident. Root cause relationship of device to the reported incident: indeterminate ¿ the failure was confirmed with the photo provided for this incident it was also noted that the photo did not provide sufficient evidence to identify any type of specific damage to the unit that would hinder a full/successful retraction. There was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect or the findings observed in the photo provided for this incident.